Event description:
Infant pt was tested on one device at 200mg/dl and within 10 minutes and on the same strips, tested 120mg/dl on a different device. Caller was unsure which device produced which result. No treatment given to infant based on results. No adverse event reported. Quality controls were used and reportedly fell in acceptablee range. Requested return of both devices and replacements were sent.